Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was sent to vendor for further evaluation. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. Iol was not returned. Complaints have been received describing that gas was heard during activation, which led to slower plunger movement/ plunger stopped in some cases. The root cause is potentially vendor related. Based on the results from compny product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, while trying to advance the lens the co2 cartridge started hissing and looked like smoke coming out of the lens delivery system under the microscope. Lens was able to be implanted but it took a lot of maneuvering being lost momentum before the lens was able to be fully inserted. Additional information has been requested, received and stated in the surgeon¿s opinion, broken co2 cannister caused or contributed to the event. The lens was left implanted with no patient harm. There are two medical device reports associated with this patient. This report is associated with the right eye.